Event description:
On (B)(6) 2018, a 30mm amplatzer cribriform occluder was selected for implant. During the procedure, the 30mm occluder deployed deformed after being loaded into two 9f amplatzer torqvue 45 delivery system. A 35mm amplatzer pfo occluder was prepped through a 10f delivery system and successfully implanted. There are no known patient complications with this case beyond a device exchange. Additional information has been requested.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.

Event description:
On (B)(6) 2018, a 30mm amplatzer cribriform occluder was selected for implant. During device prep and without patient contact, the 30mm occluder deployed deformed after being loaded into two 9f amplatzer torqvue 45 delivery system. A 35mm amplatzer pfo occluder was prepped through a 10f delivery system and successfully implanted. It was confirmed the deformation occurred before patient contact; however a new device was selected and used without issue.